Manufacturer narrative:
UDI: (B)(4). Medwatch number: mw5069147. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line bloodstream infection while using a one-link device. The cause of the event was not reported. Hospitalization, treatment details, and patient outcome were not reported. No additional information is available.